Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Information available indicated that there was no damage noted with the unit on inspection, the coil was prepared and used as per the directions for use (dfu), continuous flush was maintained and no difficulties were encountered advancing the coil. Based on all the information available, it is probable that procedural factors encountered during the procedure limited the performance of the device. Therefore, a root cause of operational context has been assigned to this event.

Event description:
During a stent assisted coil embolization of a sidewall left vertebral artery aneurysm, the physician jailed the microcatheter with the stent to aid in coil embolization. It was reported that as the third coil was being placed into the aneurysm, it would not stay in the aneurysm. It appeared that the coil had become entangled with the implanted stent and it stretched into the vertebral artery. The coil broke and approximately 10 to 15 cm of the coil remained hanging in the left vertebral artery. The coil appeared to be secured; therefore, the physician continued the procedure by implanting additional coils into the aneurysm. There were no reported clinical consequences to the patient due this event.

Event description:
During a stent assisted coil embolization of a sidewall left vertebral artery aneurysm, the physician jailed the microcatheter with the stent to aid in coil embolization. It was reported that as the third coil was being placed into the aneurysm, it would not stay in the aneurysm. It appeared that the coil had become entangled with the implanted stent and it stretched into the vertebral artery. The coil broke and approximately 10 to 15 cm of the coil remained hanging in the left vertebral artery. The coil appeared to be secured; therefore, the physician continued the procedure by implanting additional coils into the aneurysm. There were no reported clinical consequences to the patient due this event.

Manufacturer narrative:
Subject device remained implanted.